Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Damage to the ins trument was noted consistent with application over an obstruction or thick tissue. It was reported that the handle was binding. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the device was clamped over thick tissue or obstruction causing the articulation trigger assembly to push the pawl (cam hook trigger) against the ribs of the body (right egia ultra) causing the damage that contributed to the stiff trigger and extend the firing rod without a reload being loaded. The evaluation detected an unreported condition about an internal part that was not returned to the original position. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy, the handle squeezing was stiff. A new handle was used with the same reload to complete the case. There was no patient injury. Medtronic's initial evaluation of the device found that the instrument damage observed was consistent with application over an obstruction/thick tissue.